Manufacturer narrative:
Device not returned.

Event description:
The user facility reported that the a drill bit broke and was left in the patient bone during a procedure. There was no medical intervention and no adverse consequences.